Manufacturer narrative:
The manufacturer previously reported a ventilator's blower failed to function as designed. The ventilator was returned to the manufacturer for evaluation and the customer's complaint could not be confirmed or duplicated. The device performed to manufacturer's specifications.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. In previous report, section b5 was incorrect. Correct b5 should be- the patient alleged visualization of particles, nausea, headaches. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspections of the device was completed by the manufacturer and found deposit of foam particulate on the fit tool, unit producing evidence of liquid intrusion, liquid contamination as evidence is provided via hard water spots/white dried residue indicative of previous liquid intrusion. The manufacturer found evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacture concludes the contaminates found were consistent with foam particulate on the fit tool, liquid intrusion in the device. The manufacturer concludes evidence of sound abatement foam degradation.

Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.